Event description:
The customer reported obtaining low patient results for magnesium, phosphorus, glucose and sodium on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple hardware parts including the sample syringe, the reagent syringe, and j-brushes to resolve the issue. Following the repairs, the fse performed calibration and quality control with passing results. The fse verified the analyzer was back to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).